Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was successfully implanted with problems during the procedure. At the pre-discharge check, the rv threshold measurements showed intermittent at 7 v with r-waves at 3.2 mv, which at implant it had been around 13 mv. A revision was performed. During the procedure, the slack in the lead appeared loose suggesting a possible microdislodgement. The lead was repositioned three or four times, where the helix was retracted and extended during the procedure. The physician was able to obtain a new position in the rv apex with successful lead measurements. Then, two days later there was intermittent capture noted at high outputs of 7.5 v, impedances were 756 ohms, then 948 ohms. Another revision was performed that day. Fluoroscopy showed the slack was loose again, and the lead was microdislodged. The lead was repositioned to the septum. It was noted that it took the physician 25-30 turns to get the helix to extend. Impedances measurements were through the pacing system analyzer (psa) and there was no signal. The lead was then plugged into the device and noise was observed. The physician was unable to retract the helix to remove the lead. A lead fracture was suspected. The lead was explanted and returned for laboratory analysis. No additional adverse patient effects were reported.